Event description:
It was reported that, during intraocular lens (iol) implantation surgery, a customer had a complication with the eyhance and simplicity injector. Account's brief description of the event provided that the iol trailing haptic was caught with the injector plunger and was dragged back and out of the wound with the eyhance toric lens. When trying to reposition the lens, the nasal capsule was opened. It was indicated that the doctor moved the lens to the sulcus and performed reverse optic capture. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: partial number indicated as the serial number was not provided. If implanted, give date: unknown/ not provided. If explanted, give date: not applicable as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.